Event description:
It was reported that the patient presented with both atrial and ventricular leads that had experienced polarity switches. Also noted was an occurrence of low right ventricular (rv) lead impedance. A healthcare professional tested the leads, in both unipolar and bipolar configuration, for impedance levels and thresholds and they were within the expected range. The leads were programmed back to bipolar configuration and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5076-52, right atrial (ra) lead; implant: 2008 (B)(6). (B)(4).

Event description:
It was further reported that additional information revealed that the patient experienced a syncopal episode. A device interrogation revealed the patients right ventricular (rv) lead triggered a lead warning and exhibited multiple measurements of low impedance. An x-ray was taken which showed crimping at rib/clavicle site. The lead was reprogrammed. The lead was then capped and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.